Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a malposition. The ipp is currently implanted, and the replacement surgery is booked. There were no patient complications reported.